Manufacturer narrative:
Product performance engineering (ppe) reviewed the incident information and the analysis of the returned device. Visual inspection revealed damage to the coil tip of the rx accunet. The device was most likely damaged during the flushing step of delivery system preparation. It is likely that the coil tip was inappropriately placed close to the luer end while the flushing syringe was being fastened. This would have caused the coil tip to be compressed between the syringe and the flushing tube. The device was not introduced to the patient's body. The conclusive root cause could not be determined, however, it does not appear to be related to a stent delivery system quality issue. Lot history record suggests that the incident occurred after the expiration date of the device, but did not reveal any non-conformities, which could have contributed to this complaint.

Event description:
Device malfunction: damaged coil tip. Time of malfunction: during device preparation. Symptoms/ae/outcome: none. It was reported that during preparation of a rx accunet embolic protection system. The operating room technician noticed that the coil tip was damaged. A second rx accunet was utilized to complete the procedure. There was no patient involvement. No additional information is available.